Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per case details, after a previous right hip surgery to total hip arthroplasty, the patient reported postoperative bacteremia. Additionally, patient reports increasing pain in groin area 3 years after surgery. It was not reported how the bacteremia was treated. It has been reported that no additional information is available. No further patient specific clinically relevant information was provided for evaluation. Without clinically relevant information for evaluation, the root cause of the reported events cannot be definitively concluded. Further patient impact beyond the reported symptoms could not be assessed. No further medical assessment could be rendered at this time. A review of complaint history did not reveal additional complaints for the listed device for the same failure mode. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, joint tightness, material in use and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that 9 weeks after a medically indicated conversion of previous right hip surgery to total hip arthroplasty performed on (B)(6) 2018, where redapt slvd mono stem 240mm sz 18 so was implanted, the patient reported postoperative bacteremia. It was not reported how the bacteremia was treated. The patient also reported increasing pain in groin area 3 years after surgery. It is unknown if or how the adverse event was treated. Additional details about primary surgery are unknown. This de-identified clinical data is related to a post market clinical follow-up activity for redapt sleeved mono stems. As the data collection activity has been done retrospectively and data is provided anonymized, the information provided is limited and further information cannot be obtained.